Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Deformity, capsular contracture (grade unknown), concern with recall .

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "dropped," nodules, cyst, and rupture. The device remains implanted.